Manufacturer narrative:
One device was received for evaluation. Visual inspection found a ripped downstream occlusion (dso) seal. Functional testing was able to duplicate the reported problem. The dso seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the latch/lock lever too loose. There was no patient involvement. The device evaluation found a ripped downstream occlusion seal.